Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow -up. An interrogation of the implantable cardioverter defibrillator revealed that inappropriate shocks were delivered for an episode of atrial fibrillation with rapid ventricular rate response in the ventricular tachycardia zone. No interventions were reported. Further information was requested but not received.